Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 26-year old caucasian female patient underwent breast augmentation revision with two 455cc mentor memorygel xtra breast implants. Post-operatively, the patient experienced breast pain. The patient underwent MRI and bilateral breast implant ruptures were diagnosed. The patient also reported having rippling, bilateral breast capsular contractures (baker grade 3) and possible breast implant illness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On january 31, 2023, the mentor failure analysis lab received the device for evaluation. Per the returned devices, mentor became aware that the correct left breast implant lot is 7609613. In addition, mentor also received additional information indicating that the correct date of event was on (B)(6) 2022, when the right breast pain and axillary lymphadenopathy noted to be worsening. The patient underwent bilateral breast implant removal on (B)(6) 2023. MRI also diagnosed silicone within lymph nodes in the left axilla. On february 8, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the siltex high profile xtra 455cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On february 27, 2023, mentor received additional information indicating that during the explantation surgery, the implants were identified to be intact and there was no free silicone or granuloma formation found.

Manufacturer narrative:
On march 16, 2023, mentor received additional information indicating that the patient's implants were replaced with the following devices: (right) 380cc mentor memorygel xtra breast implant catalog: shpx380 lot: 9789241 sn: (B)(6); and (left) 380cc mentor memorygel xtra breast implant catalog: shpx380 lot: 9796825 sn: (B)(6).